Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering when on she tried to test her blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. During the first week of (B)(6), the patient reported the alleged issue first occurred. It is not know what medications the patient uses to manage her diabetes. It is not known if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 week prior to contacting lfs, she had symptoms of feeling "sweaty." It is unknown if the patient received any treatment in response to her symptoms. At the time of troubleshooting the cca noted there was no misuse of the meter. The subject meter's battery need to be replaced, but the patient did not have a new battery at the time of the call. When a new test strip was inserted, the meter did not turn on. The patient was found to be using the correct test strips and they were not counterfeit. When the power button was pressed, the meter did not turn on. Based on the information provided, this complaint is being reported because the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia.